Event description:
A pt was tested for phenytoin and phenobarbital on 11/2/98 using the axsym system. The results obtained were: phenytoin = 0.02 ug/ml, phenobarbital = 0.27 ug/ml. The physician questioned the results. The original sample and aliquot sample were repeated: phenytoin = 12.36 ug/ml, 12.0 ug/ml; phenobarbital = 19.37 ug/ml, 18.75 ug/ml. No report of injury.